Manufacturer narrative:
The customer care solution center representative verified the issue with the customer over the phone. The customer care solution center representative dispatched the field service engineer on site to troubleshoot the cause of the issue, as well as test the device in question and obtain logs from the central station. The field service engineer discovered that numerous patients had been discharged without saving, so the patient was not part of the database anymore. A review of the central station alarm logs from 03:10:45 on (B)(6) 2016 for ch2f indicated 8 instances in which alarms were suspended and came out of suspension automatically after 3 minutes. Since our logs do not store information about yellow or inop alarms that occur, no conclusion can be drawn regarding if an inop "leads off" alarm occurred and if a user silenced it. The customer was in the process of replacing their equipment so the central station in question was not in use any more. The customer also confirmed that no strips were available since the case was discharged without saving. The customer care solution center contacted the customer on 06/29/2016 and was then informed that the patient had subsequently expired on (B)(6) 2016. This was reported to philips on 06/29/2016. Philips does not know if the clinical staff was aware of the patient condition or if care was provided without delay , especially given the repeated alarm suspensions that are document in the logs. It could not be determined with the limited information provided what the sequence of events was involving this patient incident, however based on the absence of any allegation of product malfunction, philips is not considering that a malfunction occurred, however use of the product may still have been a factor in the change in condition of the patient who subsequently expired. It could not be determined whether the indicators of alarm suspension/pause in the logs had any bearing on the patient outcome due to the limited details provided.

Event description:
The customer requested assistance to retrieve data stored in the central unit over several days, (B)(6). There was an issue with the patient, a child who had to go to intensive care for monitoring. The hospital is not questioning the operation of the equipment. The date of the incident has not been confirmed but appears that the customer waited more than 3 weeks to contact philips. The customer care solution center contacted the customer on 06/29/2016 and was then informed that the patient had subsequently expired on (B)(6) 2016.